Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. After the third notification, the sample was not returned to argon. The complaint was closed. No correction is required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
Filter failed to fully expad, resulting in improper wall appostion and placement.

Manufacturer narrative:
UDI related data quality updates only corrected information provided in d4.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Filter failed to fully expad, resulting in improper wall appostion and placement